Manufacturer narrative:
(B)(4)./ baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was treated with injection (inj.) Fortum 500 milligram and an injection of vancomycin 500 milligram for peritonitis. The patient was recovering.